Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported 'ultrasound and MRI suggests intracapsular rupture'. Device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, 'ultrasound and MRI suggests intracapsular rupture'. Device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Healthcare professional reported 'ultrasound suggests intracapsular rupture'. Device remains implanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, 'ultrasound. And MRI suggests intracapsular rupture'. Device has been explanted and replaced with a non-allergan device. This record relates to the right side.